Event description:
Upon attempting to remove sheath from the groin, resistance was noted by the physician. When sheath was pulled out, end of sheath noted to be frayed. X-ray verified that the tip of the sheath now remains inside the patient's iliac artery, hooked to a calcification.